Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead exhibited increasing sensing integrity counts (sic).

Event description:
It was reported that a lead integrity alert (lia) occurred due to noise and impedance spike on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated over-sensing due to non-physiologic signals/sic (sensing integrity counter). Alert lead failure triggered for lead impedance and v-sics and nsts. Impedance rv pace impedance steady at 350-400 ohms; rises out of range (> 800 ohms -- greater than historical range) on (B)(4) 2015. Returns to baseline (B)(4) 2015 onward. Sensing nst episodes with v-v intervals <(><<)> 220 ms on (B)(4) 2015. Increasing v-sics on (B)(4) 2015. Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012. (B)(4).